Event description:
Ivc (inferior vena cava) filter placement while placing the ivc filter into the sheath, the filter became stuck while positioning it into the sheath. It detached from the deployment mechanism. The doctor then replaced that device with a new ivc filter.